Event description:
A company representative contacted baxter hungary regarding a leak from a minicap transfer set. The leak was experienced when the twist clamp was closed. The physician stated they thought it was the transfer set, so ultimately the replacement of the transfer set was needed. The leak was noted during use. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed; however, the root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap transfer set was confirmed during the sample evaluation. The evaluation was completed, but the investigation is still not completed. One used set with no cap on the dark blue connector and no cap on patient connector was received for evaluation. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet were broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. A follow-up report will be filed should additional information become available.